Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump has been beeping and the customer does not know why. Customer's blood glucose level was 55 mg/dl. Customer stated that the beep sounded like a low battery or low reservoir alarm, but the reservoir and battery are fine. Customer had no open or closed circles on the pump. Customer stated that the pump status indicates the last bolus. Customer stated that the pump is beeping every 15 minutes. Customer was not able to troubleshoot at this time. Customer stated that she is vision impaired and her daughter is leaving to a baseball game, so there is no one that is able to assist her. Customer was advised to review pump information to provide a possible conclusion to the issue. Customer inquired if she could call back tomorrow. Customer was advised that the help line is 24 hours. No additional information provided.